Manufacturer narrative:
H10: manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two months post-deployment, filter retrieval procedure was attempted. The right internal jugular vein was percutaneously cannulated. The filter was engaged with the removal device; however, it was unable to completely symmetrically articulate because of its positioning. The filter was able to advance several centimeters, then the filter detached from the removal device. From the right femoral vein, the guidewire was placed, and it was attempted to be snared from here. It was unable to capture the tip of the filter probably and was decided to abandon the procedure. This revealed patency of the vena cava without clot in the filter. Inferior vena cavogram showed that the inferior vena cava filter was identified. Additional images revealed the filter to be tilted with the superior hook embedded into the right lateral wall. There was mild bent of one of the foot processes of the filter. Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval device but were unsuccessful due to filter tilt, and material deformation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. H10: b7,g3, h6(device). H11: b5, g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma with high risk for venous thromboembolism was scheduled for filter placement. The right femoral vein was accessed and a guidewire was advanced into the vena cava. A selective left renal venogram and vena cavogram were performed. The filter was deployed below the left renal vein without complication. The patient tolerated the procedure well. Approximately two months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and the filter was engaged with a removal device; however, the filter was unable to be captured symmetrically because of the filter positioning. The filter was advanced several centimeters before detaching from the retrieval device. The right femoral vein was accessed and a guidewire was placed and the filter was attempted to be snared. The tip of the filter was unable to be captured. The procedure was concluded and completion venogram demonstrated patency of the vena cava without clot. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: no device was returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, during retrieval attempt the filter was unable to be captured symmetrically because of the filter positioning. Additional attempts were made to remove the filter, however it could not be removed. Based on the provided medical records, the investigation can be confirmed for a malpositioned device and difficulties removing the filter. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient status post trauma with high risk for venous thromboembolism was scheduled for vena cava filter placement. The right femoral vein was accessed and the filter was deployed below the left renal vein without complication. The patient tolerated the procedure well. Approximately two months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a removal device engaged the filter; however, the filter was unable to be captured symmetrically due to filter positioning. The right femoral vein was accessed and the filter was attempted to be snared; however the tip could not be captured. The procedure was concluded and the patient tolerated the procedure well. No additional information was provided in the medical records received.